Event description:
It was reported to philips that the flexvision pc failed, with software download unsuccessful, requiring part replacement on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexvision pc and disk drives, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).